Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had loaded a cartridge with 150u of insulin. The customer did not see insulin drops at the end of the tubing during fill tubing process after 181.1u of insulin. There was no reported impact to the customers blood glucose level. The customer declined to troubleshoot with tandem technical support and ended the call.